Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had inaccurate readings that caused the insulin pump to suspend insulin delivery. The customer¿s blood glucose was 164 mg/dl and the sensor glucose was 102 mg/dl at the time of the incident. Troubleshooting was initiated for the inaccurate readings. The customer did not receive any other sensor alarms. The sensor will not be returned for analysis.